Event description:
It was reported that there was an external blood leak from a prismaflex oxiris set during renal replacement therapy (crrt). The blood leak originated from the ¿red tube luer at the input¿ which is understood as luer connector or access line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address : (B)(6). Oxiris has been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported event; however, a leak was observed at the level of the luer connector of the access line. The access luer was connected to a three-way valve. After disconnection of the three-way valve, functional underwater leak testing was performed (0,5 bar) and no leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be due to an incorrect connection between the three-way stopcock and the access luer connector. Should additional relevant information become available, a supplemental report will be submitted.